Event description:
The customer alleged up to 20 questionable tina-quant hemoglobin a1c gen.2 (hba1c) results. The customer stated the patient results seemed lower than previous draws and the physician was suspicious of them and asked for rechecks. Of the results provided for 6 samples, collected between (B)(6) 2011, 2 samples had discrepant results. For patient #1 the laboratory obtained hba1c results of 5.71%, 5.77%, and 7.01%. Either the 5.71% or 5.77% was reported outside the laboratory, but it is unclear which. The sample was sent to a reference laboratory where an hba1c of 7.4% was obtained. This result was reported outside the laboratory as a corrected result. Patient #2 was a female, born (B)(6). The laboratory obtained hba1c results of 4.35%, 4.48%, and 5.56%. Either the 4.35% or 4.48% was reported outside the laboratory, but it is unclear which. The sample was sent to a reference laboratory where an hba1c of 6.0% was obtained. This result was reported outside the laboratory as a corrected result. The patients were not adversely affected by the event. The hba1c lot number was 64275301, with an expiration date of 09/30/2012. The customer declined a service visit, stating the issue was resolved since the hba1c was recalibrated on (B)(6) 2011 and that she has had no further issues and that she validated performance by sending out samples for correlation and they were very close.